Event description:
It was reported that the 9800 system could not save images. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard drive was replaced, software reloaded, and the system calibrated. The system was tested and found to be working as intended and placed back into service.